Manufacturer narrative:
Updated patient impact. The manufacturer's service technician confirmed the reported issue. The service technician replaced the power supply and the battery to address this finding. The device successfully passed performance specification testing.

Event description:
The device was in use on a patient at the time of the event. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed, switched itself to battery mode then shut off. There was no patient involvement.